Event description:
Dealer states joystick maybe the issue causing the chair to go in circles and the chair to surge forward. Tech service confirmed not a motor issue. This joystick was replaced under recall order (B)(4) and is under 6 months warranty.